Manufacturer narrative:
Since the subject device has been not returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The repair center of olympus china was informed from the user that there was the contamination of the subject device during the preparation of the laparoscopic surgery. It was also occurred the jamming phenomenon when it was connected with the video system center, cv-190. The user changed the device to another unspecified device and completed the procedure. It was not provided the other detailed information. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result and correct in the initial report submitted on july 12, 2020. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. However, based on the information from the repair center of olympus china, omsc concluded that the reported event was not the reportable event which the malfunction corresponding was corrosion of the control unit.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) was informed that the followings were found on the subject device during the incoming inspection for the repair at the repair center of olympus china ; the image of the subject device was no irregular. The endoscope mount deformed. There were corrosion of the endoscope lock. If additional information becomes available, this report will be supplemented.